Event description:
The patient contacted animas on (B)(6) 2012 stating that the down arrow and ok buttons were not functioning appropriately. The patient reported that the down arrow and ok buttons required several hard presses to elicit a response. The patient denies trauma to the pump. The patient reportedly used a protective case and wore the pump under a garment, against the body and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the allegation of the keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. The contrast, up arrow and ok keypad buttons are responsive on testing. The down arrow keypad button was intermittently unresponsive on testing. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keys. On inspection, the audio bolus button was found to be torn. A damaged audio bolus button will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Also unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.